Event description:
The patient reported the cause of the shocking was a paddle broke. Patient had a revision to remove the paddle and will be implanted with percutaneous leads. Records indicate both the ins and lead were replaced.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reports that her "right side is absolutely not working and the left side is only stimulating way up above my waist where it shouldnt be, and im feeling electrical problems and zings". Pt says this started about 2 weeks ago when they had a fall "because it was giving me electric shocks, it startled me".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.